Manufacturer narrative:
(B)(6).

Event description:
A battery failure was reported. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The authorized service provider (asp) confirmed a battery issue and advised it to be replaced. Asp replaced the battery. Visual check: passed device returned to full functionality. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed.

Manufacturer narrative:
The ventilator was in use with a patient. No harm was reported. The ventilator works on ac power, and the customer refused to replace the battery despite asp advice to replace the battery.